Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Device will not be returned.

Event description:
Customer reportedly received the following results on 2 different meters within 1 minute: 10.9 mmol/l (aviva system 1) and 5.6 mmol/l (aviva system 2). No adverse event due to the device reported. The lot number was not provided, and the product is not available to return for evaluation.